Event description:
It was reported that during an infusion, the pump was placed in the "pause" mode by the nurse, but then the pump shut down completely without alarming. The pump was not isolated by the user facility. The serial number and model number are unknown. The pump will not be returned to the MFR for eval. There was no resultant pt complication.